Event description:
During an exam routine blood work was done. Hemoglobin levels came back unusually high. This is something that has not happened before. I was told it was due to a lack of oxygen. Since I don't smoke, they suggested a sleep apnea test, which was normal. It then was suggested that I be referred to a specialist, but I requested retesting after a time period of being allowed to go without a mask. After several weeks of not wearing a mask, my hemoglobin levels had returned to normal levels. Company: various. FDA safety report ID# (B)(4).